Manufacturer narrative:
Despite several requests to the field representatives involved in this case, this lead was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced. A conductor fracture was suspected. It was reported the insulation was damaged, caused by the suture sleeve fixation being too tight. The lead was explanted without issue. The device was explanted and replaced during the lead revision to avoid another procedure. No additional adverse patient effects were reported.